Event description:
Patient receiving chemotherapy 5 fluorouracil via infusion pump via mediport. Accessed port with 20 gauge 3/4 " safestep port needle on 3.31.09. On 4.1.09 home care rn was called to see pt due to 5 fu was leaking from port needle. Appeared to be a junction of where the port tubing meets the needle. Second incident with this patient. It happened a third time the next day. Dates of use: 2009. Diagnosis or reason for use: cancer treatment with chemotherapy. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.